Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer's blood glucose was approximately 152 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.